Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a completed cryo ablation procedure, it was not possible to wake up the patient. It was noted that an echocardiography was performed. A pericardial effusion was excluded and the patient's activated clotting time (act) was normal. Magnetic resonance imaging (MRI) showed multiple regional diffusion disorders and the cause of the coma was not yet conclusively clarified. It was noted that "gas leakage" from the balloon catheter could have led to an embolism. The patient remained in the intensive care unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least eight applications were performed with a balloon catheter without any issue on the date of the event. A clinical issue was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of the reported adverse events being related to manufacturing and performance of the device. If information is provided in the future, a supplemental report will be issued.